Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair and the procedure was conducted as labeled. Final angiography revealed the right internal iliac artery occlusion. The physician pushed the graft up using a coda balloon, but the occlusion was not solved. The blood flow from collateral circulation in the right internal was confirmed by the angiography, so the physician completed the procedure. The pt's condition was not provided by reporter.

Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU) which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.